Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that during a prolapse repair procedure using an uphold lite vaginal support system, one of the leg assemblies from the device "broke" (specifics unknown). Reportedly, nothing detached inside the patient. The uphold lite device was removed and the physician completed the procedure with another uphold lite vaginal support system. There were no complications to the patient, who is over 18 years of age, and was fine at the conclusion of the procedure.